Event description:
The following report was received from the affiliate: approx 41 months post index procedure the pt was hospitalized with a myocardial infarction. The physician re-opened the implanted cypher stent successfully and thrombus was apparently present. A 2.25x8mm cypher des was implanted distally of the index device.

Manufacturer narrative:
Pleast note: this unk cypher sirolimus-eluting coronary stent (rx) with an unk catalog and lot number is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any additional info will be submitted within 30 days of receipt.